Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement : the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (B)(4) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 4 for the same event. It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the knee, it was observed that two omnispan meniscal repair 0-degree devices malfunctioned. According to the report, the 2nd top hat on both devices dislodged before they were able to be deployed. It was further reported that the needle bent on the omnispan meniscal repair 27-degree was bent in the deployment gun and could not be deployed. It was further reported that the 2nd top hat on the omnispan meniscal repair 27-degree was dislodged before it was deployed. According to the report, all devices were being used together with the meniscal deployment gun - the needle was bent and lodged in the gun and it was unable to be removed, a new gun had to be opened to complete the surgery. It was reported that there were two top hats in the omnispan system which are contained within a plastic sheath: one is deployed and then the 2nd top hat should remain within the sheath until it was intentionally deployed. It was reported that the 1st anchor was removed. It was reported that the repair was completed with further omnispan implants. It was reported that the procedure was completed after opening a 2nd gun. It was reported that after surgery, it was determined that the meniscus was stable, fixed and not mobile. It was reported that the surgeon was satisfied with the repair. It was not reported if there was a delay in the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.